Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and heavily calcified de novo lesion in the mid left anterior descending artery. Following pre-dilatation with a 2.0x20mm mini trek and a 2.5x15mm trek balloon dilatation catheters, a 2.5x33mm xience xpedition stent delivery system failed to cross the lesion due to the anatomy and the shaft separated. The separated portion was retrieved. The procedure was successfully completed with the deployment of a 2.5x28mm xience alpine stent. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The reported separation was confirmed. The reported resistance met during advancement and removal could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the difficulties appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.